Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited undersensing of an atrial arrhythmia. Technical services (ts) was contacted and recommended follow up to review programming options. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.